Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista volift xc and juvéderm vista voluma xc. Patient had been injected in the cheeks (ck1, ck3, ck4), jaw (jw2), nasolabial and marionette lines. On the following day, the patient developed subcutaneous mucosa induration in the injection sites. Patient was treated with hyaluronidase about a few days later. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2019-00411 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm vista volift xc.